Event description:
A facility reported a foreign object inside the packaging of a scalp clip (ID 201037) during inspection.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The scalp clip (ID 201037) was returned for evaluation. Device history record (DHR) - the reported product lot number was noted that a report was opened, and disposition was to do 100% inspection on material. This issue was not caught during the inspection therefore we have notified supplier. No other anomalies were identified that occurred during the manufacture or packaging of the device. Failure analysis - upon visual inspection of the disposable's packaging, the failure evaluator confirmed the presence of a foreign object inside the pack. The complaint was confirmed. Root cause analysis - a potential root cause is operator error, workstation not clean.